Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprostheses instructions for use, adverse events which may occur and require intervention include component migration.

Event description:
On (B)(6) 2016, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2017, imaging identified 15mm of distal migration of the trunk-ipsilateral leg component. It was reported no endoleak or aneurysm enlargement were identified. The cause of the migration is reported unknown. The same day, an additional procedure was performed whereby four aortic extender components were implanted for proximal extension on the trunk. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure.